Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-chargers. Upn: m365sc641230. Model: sc-6412-3. Serial: (B)(6). Batch: 392140. UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site that spread to the paddle lead. Symptoms of fever, chills, headache and pain at the ipg site were noted. The physician believed that overheating of the ipg was what caused the infection. The patient was administered antibiotics, however, the symptoms worsened. The patient went to the emergency room (ER) and underwent an explant procedure. The explanted device was discarded by the medical facility. Additional information was received that the patient experienced shocking stimulation that caused a lot of pain. It was also noted that the patient had been charging the ipg using the old charger. The said charger overheated and caused burns, which in turn, had led to thinning of the skin and infection. The patient was hospitalized for four days following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch:7070994, UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site that spread to the paddle lead. Symptoms of fever, chills, headache, burning sensation and pain at the ipg site were noted. The physician believed that overheating of the ipg was what caused the infection. The patient was administered antibiotics, however, the symptoms worsened. The patient went to the emergency room (ER) and underwent an explant procedure. The explanted device was discarded by the medical facility.